Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm set which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received by baxter for evaluation purposes. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery alarm set was confirmed but not duplicated by baxter personnel. The root cause of this condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 6.12.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.